Event description:
A cytotechnologist and an endoscopy tech were creating/preparing a cytology specimen with the periview flex tbna needle in the outpatient endoscopy center/pulmonary procedure room. When passing the needle through the sheath of the periview flex, the needle came out the side rather than the distal end which resulted in the cytotechnologist being stuck with the needle.